Event description:
Customer's mother reported an incident of hyperglycemia requiring professional medical treatment at a time when she was unable to use her aviva system, due to error within specifications. Mother's reaction to device error was to take customer to emergency room, where she was admitted to the hosp. The device error was resolved through troubleshooting with MFR's product support agent. Strips not available for return, replacement system sent.